Event description:
It was reported that the cot would not lock into place with weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot would not lock into place with weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged cot not locking into place could not be determined because the alleged issue was unable to be duplicated.